Manufacturer narrative:
On 05-dec-2016, an fse conducted on-site follow-up with the customer to address the reported event. The fse cleaned and checked the sample loader adjustments and the pick-up assembly. The fse also cleaned and lubricated all moving mechanisms. This returned the instrument to normal operation. The most probable cause of the reported event was due to a defective sample rack. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 2301 rack not being fully pushed out with their aia-900 analyzer. The customer is unable to run fsh and prlpatient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh and prlpatient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.